Event description:
It was reported that tubing of an unspecified baxter intravenous (IV) set came apart at the injection/y-site. The issue was identified during patient infusion with chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the second y-site clearlink in the downstream part. Further inspection was performed of the tubing which showed a low assembly between the components by the marks of the solvent before the separation. Additionally, the insertion of the tubing into the second y-site clearlink in the downstream part is not in accordance with specification. Dimensional testing was performed at the clearlink y-site housing and no issues were observed. The reported condition was verified. The cause of the condition was due to assembly issue during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial .h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from the y-site clearlink in the downstream part. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.